Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an altitude alarm. Reportedly, the customer was attempting to deliver a bolus and was not able to deliver due to the alarm. The customer stated pump was worn against the skin. The customer's blood glucose (bg) level was impacted 393 mg/dl and delivered insulin injections to manage bg level. The customer was able to clear the alarm and resume insulin delivery.